Event description:
A home pt contacted baxter's technical service center regarding a check drain line alarm during drain 1 of 4. The home pt stated the drain line extensions are used for two weeks. Baxter's technical service rep advised the home pt to change the extension lines. No pt injury or medical intervention was indicated at the time of the initial report.